Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported unknown side rupture. Device has been discarded.

Event description:
Physician reported unknown side rupture. Device has been discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d6b, h6.

Manufacturer narrative:
E1. Zip code continued: (B)(6). Additional, changed, and/or corrected data: a5, a6, b1, b5, d4, d6a, h6.

Event description:
Healthcare professional reported right side deflation and expander was used over 6 months. Device has been explanted and discarded.